Event description:
It was reported that a patient's generator site had not healed well following a generator replacement and that there is a hole at the incision site. It was stated that the patient has had a large amount of scarring from previous implants and the doctor reported the patient's tissue being "just bad". It was stated the patient's generator pocket was flushed out and cleaned due to this. The livanova representative reported a small portion of the generator was visible as well. Device history records were reviewed on 5/13/2019 for the generator m1000 sn (B)(4). Generator passed all functional specifications and quality tests and was sterilized prior to distribution. Attempts for further information have been made and have been unsuccessful to date. No additional relevant information has been received to date.

Manufacturer narrative:
F10. Problem code - patient code - correction - code 2104 was inadvertently reported in the initial MDR, however the event was already captured within the code of 2681 - tissue breakdown.

Manufacturer narrative:
Device evaluation is not necessary because the reported events have been determined as not related to vns therapy.

Event description:
It was later reported that the patient underwent vns generator explant surgery shortly after the initial report to the manufacturer. It was stated that the explant surgery was due to the extrusion of the generator. It was stated that there was no infection at the time. The patient recently underwent reimplantation of the vns. No further reports will be made unless they pertain to the reported extrusion and resulting explant of the generator.